Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 200 units of insulin. In addition, it was reported that the customer received a cartridge change error message when attempting to load a cartridge. Blood glucose level was 143 mg/dl. Reportedly, a cartridge was loaded to resolve the issue.